Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No precise event date was reported. Review of the logs identified a hypoglycemic episode that matches the complaint description on (B)(6) 2024. Data for that date were reviewed. No instances of malfunction alerts were found in the device engineering logs. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. No factory resets were found in the device engineering logs. Body weight was not changed from initial set up. Audio setting and cgm alert settings were not changed from initial set up (high/on). The cgm glucose target was changed from usual to higher on 2024-01-31. The last cartridge and infusion set (steel cannula) change prior to the event date was logged on 2024-04-10 at 2:18 am. The last dexcom g7 cgm sensor change prior to the event date was logged on 2024-04-09 at 8:13 pm. Review of the ilet report shows the user experienced hyperglycemia overnight starting on (B)(6) 2024 following a "more than usual" dinner announcement. The ilet dosed insulin in response to the high cgm glucose values. During this glucose excursion, the user delivered a "usual" lunch meal announcement at 11:25 pm when cgm glucose was 301 mg/dl and beginning to trend down, indicating a potential attempt to correct the hyperglycemia with a meal announcement. Cgm glucose continued to trend down and the ilet decreased and ultimately suspended insulin before the cgm glucose went below range at 3:10 am. There was a brief rise in glucose followed by additional period of hypoglycemia that started at 6:25 am. The user spent a total of (B)(4) consecutive minutes less than 54 mg/dl across the two hypoglycemic events. The ilet was receiving cgm values from the dexcom g7 sensor throughout the day on 2024-04-10 and 2024-04-11. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. These alerts were not acknowledged by the user. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, the ilet operated as intended by delivering and suspending insulin in response to high and low cgm glucose values and alerting the user appropriately. It is likely that the meal announcement delivered during the hyperglycemic excursion was not to announce for carbs but was an attempt to correct hyperglycemia and is what ultimately lead to hypoglycemia. In addition, failure to respond promptly to alarms contributed to the severity of the event.

Event description:
On 4/19/24 a beta bionics clinical diabetes specialist (cds) was notified by a healthcare provider (hcp) that an ilet user experienced a low blood glucose (bg) event that required assistance to treat. The exact event date is unknown as the user reported the event occurred "roughly two weeks ago." The hcp reported that the user was having difficulty with the dexcom g7 continuous glucose monitor (cgm) pairing with the ilet and giving accurate readings. The user has addressed these concerns with dexcom. The hcp reported that the bg reading of 47 mg/dl was accurate during time of the incident. The hcp has given the user a dexcom g6 cgm to try to see if this helps the connection and accuracy issues. On 4/26/24 a beta bionics customer care agent followed-up with the user about the event. The user stated "roughly two weeks ago" their bg went low at 3:00am. The user's family attempted to call but the user had accidentally put their phone on do not disturb so no calls were received. The user was awoken by police and ems entering their bedroom. The user was treated with juice and crackers to bring their bg back in stable range. The user reported having repeated bluetooth connectivity issues with the g7 cgm. The user also reported that the g7 cgm readings were consistently incorrect based on fingerstick results.